Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left subclavian vessel. A 7.0x20mm sterling balloon catheter was advanced to the target lesion to be used for pre-dilation but the balloon ruptured at 7 atm's upon the first inflation. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.